Manufacturer narrative:
Event summary: patient data files showed at least nine applications were performed with catheter 2af284/94017 without any issue on the date of the event. Applications three, five and eight had full ablation phase. In conclusion, a clinical issue (phrenic nerve palsy) occurred during the case. There is no indication of relation of the adverse event to the performance of the device. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a cryo ablation procedure, the patient experienced phrenic nerve palsy (pnp) detected by abdominal palpitation. The double stop technique was performed. Spontaneous breathing was observed however the procedure was switched and completed with radiofrequency. The pnp has not recovered. No further patient complications have been reported as a result of this event.